Event description:
During a left atrial circumferential ablation procedure using a therapy cool flex ablation catheter, a pericardial effusion occurred. After geometry was created with the assistance of the therapy cool flex ablation catheter, the physician noted a possible pericardial effusion on fluoroscopy, which was confirmed via echocardiogram. No further catheter manipulation or ablation was initiated. After several minutes, the patient became hypotensive and a pericardiocentesis was performed, which stabilized the patient. The procedure was aborted and an echocardiogram done two hours post-procedure revealed no further effusion. There were no performance issues with any sjm device.